Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Reportedly, the patient used cgm while on dialysis which is against user guide recommendations. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis. No additional event or patient information is available.